Event description:
It was reported that the vns patient may have experienced an increase in seizure activity, relationship to pre-vns baseline unk. This was implied from the following statement; (the patient) "had some efficacy in the first years that declined during the 5 year interval". Attempts to obtain additional information are underway.

Manufacturer narrative:
Fromes, gail. "Efficacy of vagus nerve stimulation in adults during 5 years of treatment".